Event description:
The customer reported that the blue plastic insulation on device broke off into the pt cavity. The material was retrieved. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.